Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer had high blood glucose levels (approx 200 mg/dl). Customer loaded cold insulin into the cartridge. Pump passed delivery system check.